Event description:
The rptr stated that he performed back to back blood glucose tests, within minutes, using separate fingersticks. His test results were 343, 433, 346, 420, 130, and 298 mg/dl. He stated that he did not have any symptoms. The rptr said that the strips he was using appeared blotchy. He did not have control solution for testing, and has not responded to follow up contacts to provide further info.